Event description:
It was reported that a small volume folfusor had "black specks inside the delivery system." The reporter stated that the particulate matter was around the top of the balloon and in the reservoir. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation, however a picture was provided. Photographic inspection identified two black specks in the product. Initial evaluation confirmed the reported condition. If additional relevant information is obtained, a follow-up report will be submitted.